Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and stripped battery cap coin slot. There was no broken battery cap noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 64 mg/dl. She states the insulin pump alarmed motor error and is unable to rewind. The customer mother noted they received a no delivery alarm prior to the motor error. She also mentioned the pump was exposed to moisture from sweat. She had the customer treated for the low blood glucose with juice. The alarm history was reviewed and noted a button error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.